Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a sympathectomy, the subject device was used. The tissue pad of the subject device was partially torn and separated, and probe damage error occurred. But it was not totally separated, there was no part to be retrieved. The user became unable to use the subject device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, omsc confirmed that the tissue pad was partially torn. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc concluded that the reported event was not reportable event.